Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a cloudy effluent drain. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for the cloudy effluent during their hospital stay. On an unreported date, the patient was discharged from the hospital. Five (5) days after the initial onset, the patient went back to the hospital for a planned day visit to receive another treatment of antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient¿s outcome and action taken with pd therapy were not specified. No additional information is available.